Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 256mg/dl, 204mg/dl. Tests were done within <10 minutes with a difference of 48%. Patient did not experience any adverse events. No further info has been reported.